Manufacturer narrative:
(B)(4). Concomitant medical products: g7 vit e neutral lnr 36mm e; catalog#30103605; lot#65256641. Avenir cmpl ha std nc size 5; catalog#574101050; lot#3066872. Bone screw self-tapping 6.5 mm dia. 35 mm length; catalog#00625006535; lot#j7149850. G7 osseoti 3 hole shell 52mm e; catalog#110010244; lot#65273275. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent a left hip revision approximately 15 days post implantation due to deep staph hominis and c. Granulosum infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Review of the device history record identified no deviations or anomalies during manufacturing. In addition, during the investigation process the sterilization certificate was reviewed and found to be conforming with no applicable deviations. The device was verified to have gone through acceptable sterilization process following published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. Since there is no indication of product or process issues affecting the safety or effectiveness of the implant, the implanted device is not identified as the cause or a contributing factor to the reported infection. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.